Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not delivering the appropriate amount. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition with no appearance of any physical damage. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. The device was operating as intended. The service history review had no indication that the complaint was related to a service of the device within the review period.